Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively to a cardiac ablation procedure, minor groin bleeding occurred from the access site. The dressing was changed twice within one hour. Manual compression was applied for 10 minutes, followed by application of a pressure dressing, after which hemostasis was achieved and the groin was dry. The patient was admitted for overnight observation with bed rest and a pressure dressing, and was discharged the following day in good condition with the event reported as recovered/resolved. No further patient complications have been reported as a result of this event.